Event description:
It was reported that the universal oscillating saw had five teeth break off during surgery. It was reported that surgery time was extended between 0-15 minutes. There was no report of patient injury or medical intervention associated with the event. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.